Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had issues with intermittent button response, rejecting new batteries, and scratches on screen making it difficult to see the display. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed. The product will not be returned for analysis